Event description:
New information received indicated that the patient presented to the clinic on (B)(6) 2023, and programming changes were made to address the post-paced t-wave oversensing (pptwos). The patient was asymptomatic.

Event description:
It was reported that an asymptomatic patient presented via a remote transmission showing post-paced t-wave over-sensing on the device. Programming changes were not made at this time. There were no patient consequences.